Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 250 mg/dl and 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. The customer states the meter was programmed into insulin pump already. The customer states they were trying to connect meter to insulin pump. The device will not be returned for analysis.